Event description:
Purchasing agent stated unit found to change rate prior to pt use by the physician. No pt injury or medical intervention was reported. Attempts have been made to obtain additional info. At this time. No additional info has been received.